Event description:
It was reported that customer was hospitalized with low blood glucose levels. Troubleshooting performed and pump appeared to be operating as designed. Instructed customer to consult md for other possible causes of low blood glucose levels and monitor pump.